Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During procedure, the lead was unable to have a stylet pass through the lumen and had a helix mechanism issue. The lead was removed and replaced. The patient had no adverse consequences.

Event description:
New information received notes neither the stylet nor the guidewire passed through the right ventricular (rv) lead lumen.

Manufacturer narrative:
The reported events of helix mechanism issue and difficulty inserting the stylet were confirmed. As received, a complete lead was returned in one piece. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood. X-ray examination found the inner coil over torqued at the connector region consistent with procedural damage. The cause of the reported event helix mechanism and difficulty inserting the stylet was due to blood/tissue in the helix region and over torqued of the inner coil.